Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform functional testing due to button keypad anomaly. The insulin pump has cracked battery tube threads, reservoir tube lip and minor scratched display window.

Event description:
Customer reported the insulin pump alarmed a battery service alarm in the middle of the night. In the morning customer changed the battery and device alarmed again. The customer was instructed to reinsert the battery again and device alarmed button error. Customer's blood glucose was unknown. Customer does not recall any significant event that may have caused the device to alarm. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.